Manufacturer narrative:
Additional device product code: dzl. (B)(4). Device broke intra-operatively and was not fully implanted or explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that when the surgeon was placing the screw, the screw broke. The screw parts were not able to be retrieved and retained in the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported on (B)(6) 2016 as an update to the original event, the screw broke intra-operatively into two (2) pieces during an initial procedure. The surgeon could not remove all the pieces and a fragment remains embedded in the patient's bone. The procedure was completed successfully.